Event description:
The inner part of the tunneling tool broke apart when the extension was being pulled through the patient's body. The surgeon made a second incision to remove the extensions and broken tool fragment. There was no patient injury associated with the event or negative outcome afterward.

Manufacturer narrative:
(B) (4). The extension was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.